Event description:
It was reported, by the patient, that post a coronary drug eluting stenting treatment procedure, blockage and a myocardial infarction occurred. The physician implanted a taxus express2 3.5x16mm drug eluting stent to the right coronary artery (rca). Approximately 3 years post stent implantation, the patient had a myocardial infarction and states that the stent is "totally blocked with plaque." The patient states that angioplasty was not possible in the stented area of the vessel due to the degree of blockage. Additional information regarding this event has been requested, but not received.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device, therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.